Event description:
Boston scientific received information that upon interrogation at follow up this implantable cardioverter defibrillator (ICD) contained stored episodes of oversensed noise on all channels resulting in pacing inhibition and a period of asystole lasting approximately four seconds. Boston scientific technical services (ts) reviewed the episode in question and noted the noise appeared to be consistent with electromagnetic interference (emi). The patient reported feeling no symptoms at the time of the event and denied performing any tasks involving common sources of emi. Some low amplitude intrinsic events were also noted and believed normal given the patient's atrial fibrillation (af). The patient was enrolled in the remote monitoring system for closer following. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received indicating intermittent episodes of noise and oversensing continue to be observed resulting in periods of asystole just greater than 2 seconds. Decreased right ventricular (rv) lead pace impedance measurements were also reported though they have remained within normal limits and have been stable for the last year. It was also noted that noise could not be recreated upon the patient's previous presentation for follow-up testing. Ts suggested steps for additional testing and the patient was later referred to another facility for system revision. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case noted tool marks; the header appeared normal. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of an episode stored to the device on (B)(6)2016 noted evidence of noise on all three channels from an external source. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that a revision procedure was performed due to the ongoing rv lead noise. At the time of revision the associated device was also explanted and replaced. No further details are available regarding the procedure and the lead is not expected for return. No adverse patient effects were reported.